Event description:
Boston scientific received info that this pt received a shock from their subcutaneous implantable cardioverter defibrillator (s-ICD) while sleeping and laying on their right side. It appeared the device oversensed decreased r-wave amplitudes. The device was programmed to primary sensing vector. The amplitude returned to normal. The captured s-ecgs looked normal. The pt also had 4 non-treated episodes. Impedances were normal for the delivered shock. The physician used a 3-incision technique at implant. Boston scientific technical services (ts) recommended getting a pt and lateral chest x-ray to verify if anything has moved since implant and to try testing with postural changes to see if the signal amplitude changes. Ts discussed running auto set-up again to see if the device selects the same sense vector or program to secondary if not able to reproduce and if sending is appropriate in secondary. The field representative was contacted for additional info and confirmed that a chest x-ray was taken and there were no changes to the device or electrode placement noted. The field representative attempted to recreate the postural morphology changes, but could not reproduce a change in primary vector. The device was programmed permanently to secondary.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.